Event description:
It was reported that a data error alert occurred after the pump was shipped. There was no adverse impact to the customer¿s blood glucose level, which was recorded at 398 mg/dl, within the normal range. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected, and the customer acknowledged this and will continue using the pump for insulin therapy.